Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during follow-up, noise and automatic mode switching episodes were noted on the right atrial (ra) lead. The lead was explanted and replaced and during the procedure an insulation defect was noted. There were no consequences to the patient.